Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 275cc mentor memorygel breast implant, catalog: 3507275bc, lot: 5554643, sn: (B)(4). Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two 275cc mentor memorygel breast implants, experienced right side rupture post-operatively. As a result, the patient underwent bilateral removal and replacement with two 295cc mentor memorygel breast implants on (B)(6) 2019.

Manufacturer narrative:
According to the information provided, the patient experienced rupture on the right breast implant. However, it was not possible to perform a proper product investigation since the implant was not returned. Nonetheless, the customer provided some pictures of the actual implant involved in the complaint. Based on the pictures, the implant appears severely rented. The complaint was confirmed. No further investigation can be performed at this time. No corrective actions are required. Complaint will be closed. If the complaint device is received in the future, the complaint will be reopened and an investigation will be performed accordingly. The device history record (DHR) of lot number 5560884 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Rupture, as indicated in the IFU, is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage, and intimate physical contact, damage from surgical instruments, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Manufacturer¿s reference number: (B)(4).